Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to dissection of the aortic vessel, persistent false lumen flow, false lumen expansion, branch vessel obstruction, and reoperation.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic dissection using a conformable gore® tag® thoracic endoprosthesis (tgu212110j/13562257). A primary entry tear was located distal to an existing surgical graft in the descending thoracic aorta. The entry tear was successfully excluded by the endoprosthesis and the patient tolerated the procedure. On (B)(6) 2018, a follow-up angiography was performed, revealing that a new entry tear had been located around the distal edge of the existing endoprosthesis (stent-induced new entry, sine). Additionally, the false lumen had expanded with perfusion through the new entry tear and, malperfusion to the left renal artery was suspected. On the same day, a reintervention was performed whereby another conformable gore® tag® thoracic endoprosthesis was implanted to exclude the new entry tear. Also, the false lumen extending from the descending thoracic aorta to the left renal artery was coil-embolized. The patient tolerated the reintervention procedure.